Event description:
The facility representative reported a colleague infusion pump with a 403 failure code. The event was reported to have occurred during use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). Correction: this medwatch report was found to be a duplicate. The reported condition has been addressed in report number 6000001-2011-40267.

Manufacturer narrative:
(B)(4). The device has not yet been received. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.